Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error dur to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, and the insulin pump could not reset. The customer stated that he had the insulin pump on his waist while mowing when the device alarmed. The customer did not know the blood glucose reading. He stated that the act button was defective and did not click anymore. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.